Event description:
Procedure: bilateral reduction mammoplasty. According to the reporter: the pt experienced an 8mm open wound, "t" of breast w/shallow deepithelialization. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).